Manufacturer narrative:
Documentation from the event and the panorama telepack were returned to (B)(4) for further eval and is currently under investigation.

Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepack (sn: (B)(4)), which may have affected ECG and spo2 monitoring. No patient injury was reported.